Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a problem with a competitor acetabular implant (issue was not reported to the stryker rep). While addressing the issue a stryker femoral head was revised. Rep confirmed there were no allegations against the stryker head, and that no further information will be released by the hospital or surgeon.